Event description:
It was initially reported that the infusion device displayed an e7 electronic error, and the battery was changed but this did not resolve the issue. The infusion device was returned to the first level investigation unit, and it was found the vibration alert does not function and there are e7002 errors in the history. The infusion device was sent to the manufacturer for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.